Manufacturer narrative:
During inspection and testing, there was no varistor (rv1) output. A review of the device history record found no deviations that could have caused or contributed to the no output condition. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely there was no output due to a faulty circuit board. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. The reported issue (blank screen) was not confirmed during testing. Service found scratches on the housing cover. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
An olympus employee reported the screen on the loaner device was blank. The subject device was sent to an olympus service center for evaluation. During inspection and testing, there was no output. This report is being submitted for the malfunction found during evaluation (no output). There was no harm or user injury reported due to the event.